Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unspecified allergan device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with an unknown mentor saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure during replacement surgery. As a result, the patient underwent removal and replacement with an unspecified allergan device on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent breast augmentation revision with an unknown mentor saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure during replacement surgery. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with natrelle inspira softtouch breast implants, 405cc on the left and 345cc on the right. During surgery 5 cc of serous fluid was found in the deflated implant. The deflated implant also appeared torn. The device was received at mentor without fluid. White material was observed within the device. Purple and yellow material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.9 cm within siltex cracking on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the purple and yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/7/2018, mentor received additional information: date of event: (B)(6) 2018. (B)(4). A 5cc of a serous fluid was identified within the implant the patient underwent bilateral removal and replacement on (B)(6) 2018 with natrelle inspira softtouch breast implants, 405cc on the left and 345cc on the right. Concomitant products: left mentor siltex round moderate profile 300cc mentor saline prosthesis, lot: 6857549, catalog: 3542645. The mentor failure analysis lab received the device for evaluation on 6/15/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).